Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), product type catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: (B)(4) 2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000mcg/ml baclofen at 690.4mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that at a normal pump replacement for battery depletion it was noted that the hcp was unable to aspirate from the catheter access port (cap) prior to replacing the pump. They trimmed off a piece of the catheter and implanted the new pump and they were still unable to aspirate from the cap. No symptoms were reported. No further complications were anticipated/reported.